Event description:
It was reported to nova biomedical that a consumer received a "hi" (greater than 600 mg/dl) readings on her blood glucose meter. Based on that reading, the consumer administered an additional 30 units of insulin. Subsequently, the consumer experienced a hypoglycemic event which required emergent food intake to raise her blood glucose level. During the call to customer support, the consumer admitted that she does not run regular control solution tests on their test strips for integrity before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. Meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.